Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill gauge estimate was static and did not decrease after a bolus was delivered. Customer declined to troubleshoot with tandem technical support (cts) at the time of the report. Blood glucose was 316-326 mg/dl. Although multiple attempts were made by cts to obtain additional information, the customer did not reply to the requests.